Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event. The physician suspected a lead fracture to be the cause of the event, however, this was not observed visually during the procedure or via diagnostic imaging. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.